Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient's left ventricular lead had dislodged at some point after their last generator change. The lead exhibited a loss of capture in the left ventricle as a result. As the patient has been doing well, the lead was left in place.